Manufacturer narrative:
H.6. Investigation: a qc (quality control) failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported identification issues, with discrepancies in identifying qc samples of gram-positive organisms. Upon follow-up with the customer, it was indicated that the issue was driven by workflow-related issues (culture media used, mcf concentration, quality control). As such, the root cause was determined to be due to workflow and this is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous cases related to this concern. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while running bd phoenix¿ m50 automated microbiology system there was a discrepancy in species identification of gram positive organisms. There was no report of patient impact. Discrepancies in species identification of gram positive organisms in phoenix panels

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k020321 and k040099. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd phoenix¿ m50 automated microbiology system there was a discrepancy in species identification of gram positive organisms. There was no report of patient impact. Discrepancies in species identification of gram positive organisms in phoenix panels.